Event description:
It was reported that the device would intermittently fail to complete the boot up cycle there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it intermittently failed to boot up completely. After replacing the user interface pcb assembly, proper operation was confirmed and the device was returned to the customer. Further evaluation of the user interface pcb assembly replicated the reported event when the pcb was manually flexed but root cause could not be determined.